Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device just did not work for the patient. It was indicated by the patient that the patient should not have said ¿it messed him up for the rest of his life¿ and that the patient was just maybe a little disappointed. It was noted the issue was resolved and there was nothing to worry about in regards to the patient¿s earlier statement. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had undesired changes. The patient felt the therapy had ¿messed him up for the rest of his life¿. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.